Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: pain : unable to observe as it is a medical event that is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility /palpability : : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported, right side rupture and pain. And increased breast consistency. Device was explanted.

Event description:
Healthcare professional reported, right side "rupture". Confirmed via ultrasound. And "pain" and "increased breast consistency". Device was explanted.

Event description:
Healthcare professional reported right side rupture and pain and increased breast consistency. Device remains implanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture